Manufacturer narrative:
This lead remains implanted and in service. Should additional information become available, another report will be completed.

Event description:
It was reported that the patient with this right ventricular lead was admitted to the emergency department with chest pain. A chest x-ray showed this lead had dislodged however the patient denies any syncope. An interrogation revealed loss of capture. A lead revision was planned and later executed. The lead was successfully repositioned and remains implanted and in service.